Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the ER (emergency room) due to a critical pump alarm. Upon interrogation the pump logs showed low and empty reservoir alarms occurred and the last change was noted as 11/02/2012. Patient's family reported last pump refill was on (B)(6) 2012. The health care provider (hcp) looked at the pump logs that confirmed empty and low and the last update reflective of (B)(6) 2012 and not (B)(6) 2012. Drug infused via the device was lioresal 2000 mcg/ml "1424.2 flex." Based upon the flow rate of 0.712ml/day, the pump reservoir volume was reviewed to be approximately 32.8ml. Hcp opted to put reservoir volume at 30ml and was going to inform the pump managing hcp of the programming change. Hcp added that patient's spasticity was fine, but she experienced nausea which per hcp may be related from being in the hospital. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot# j0178003r, implanted: (B)(6) 2001, explanted: unk. Catheter: model: 8575, lot# j12533r, implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).